Event description:
The rptr stated that he did back to back blood glucose tests, within mins, and got 229 and 109 mg/dl. He did not have any symptoms. During troubleshooting, he indicated that he had never cleaned his meter. A control solution test was in range, 144 (102, 153). On follow-up, the rptr stated that during the previous troubleshooting, his testing technique and cleaning and setting his meter had been reviewed. He reported having good results since having learned to use his meter properly.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8